Event description:
It was reported that while the external pulse generator (epg) was being used, the sales representative (sr) stated that the user thought that the rapid atrial pacing (rap) mode had "stopped." The sr wondered if there was a "timeout." Technical services (ts) indicated that there is no timeout, the epg will continue to use the rap mode until the button is released. The sr noted that the "user'sfinger must have gotten tired, and just slightly let up on the button." The sr will instruct the user on how to use the rap mode. The epg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.